Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/11/2015 - medical records received. Upon revision, bone loss, fluid and metal staining were noted. The information received does not change the MDR decision. This complaint was updated on: 03/24/15.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of the medical records for MDR reportability, the revision operative note indicated corrosion and metallosis. While implanting the stem during the doi, a small crack occured in the calcar. It doesn't appear like the crack was labeled. Par/lot is being updated. The complaint was updated on:(B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 9/28/2015: the stem is now being reported for the reported crack that occured while implanting. This complaint was updated on: 10/28/2015.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: popping, discomfort, stiffness, soreness, pain and limited range of motion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed(B)(4).

Event description:
Update - added sales rep details, patient weight, height and date of birth, surgeons name, revision date, added products x 4 taken from der dated 19th feb 2015 - ab.